Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump¿s battery life was shorter than expected and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The black box data from the date of the complaint was overwritten due to continued use of the device. There were replace battery alarms following pump reboots observed in the current black box. There was no evidence of drastic voltage fluctuations observed. The pump current draws were within specifications. The battery compartment was cracked with no evidence of moisture observed inside. The returned battery cap threads were found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.